Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation revealed adhesive under the keypad button contacts. All keypad buttons were intermittently activating desired pump functions when pressed. Unrelated to the complaint the battery compartment appeared cracked and the display was dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor reported that the up arrow button did not activate desired pump functions when pressed. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.